Event description:
It was reported that there was a loss of therapeutic effect. The patient had an implantable neurostimulator (ins) for trial on (B)(6) 2011 and was wondering about MRI of the l-spine for repeated/persistent symptoms for post laminectomy pain. It was noted that they had placed four peripheral leads and left them in the patient without an ins hooked up. It was believe that just the leads wires were in at the moment of the report. It was noted that the explant was on (B)(6) 2011, but it was noted that this was the implant date. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# v542025, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-33, lot# v449131, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-33, lot# v643872, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-33, lot# v215948, implanted: (B)(6) 2011, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).